Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "wearable failure" occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was sleeping when the sensor failed. According to her husband, her emergency diabetes dog noticed she was hypoglycemic and tried to get her husband. Her husband tried to wake her up but she wouldn't wake up at all (patient was unconscious), so he took a bg reading which was 23 mg/dl and dexcom was sensor failed. Her husband treated her with 5 glucose shots (no information if oral or injection). After the treatment she tried to wake up and she was feeling terrible. She was drenched in her sweat and she remember feeling dizzy; her husband had to help her get up. She was shaking and couldn't open her eyes. After about 10-15 minutes, she was able to get up on her own but still dizzy. She took some glucose shots again and some protein and slowly stated feeling okay. They perfumed more bg readings but she doesn't remember the values. She just said that her husband mentioned that the initial bg was 23 mg/dl, followed by 26 mg/dl and 40 mg/dl. And after the glucose shots, it was 68 mg/dl and 80 mg/dl. At the time of the report the patient was stable. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.